Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer continued to use the pump for insulin therapy.